Manufacturer narrative:
The field service engineer found a hole in the rinse tubing and replaced the tubing. The investigation found the rinse tube was defective due to wrong handling by the operator during the daily maintenance. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient with the cobas 8000 c702 module. The initial result was 31 mmol/l. This result was reported outside of the laboratory. The repeated result was 147 mmol/l. The reagent lot number and expiration date were requested but not provided.